Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the following malfunction: e315 appeared, a root cause could not be identified. Due to water leakage, scope-connector and plug unit is sticky. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited an error e315, circuit board unit in scope-connector and plug unit is sticky. There was no patient involvement.